Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited an alert for extended charge time. The patient was asymptomatic and the condition of the patient was stable after the event. The patient will be monitored with routine follow-ups.